Event description:
Healthcare professional (hcp) reports 2 cracked headers noted during pt treatment. New disposables used to continue the treatments without incident. Both dialyzers were reused prior to the reported events, exact number of times unk. Hcp reports no pt injury or need for medical intervention.